Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain"), device dislocation ("migration of essure device") and genital haemorrhage ("hemorrhage 1week after removal of essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included suicidal behaviour and grand multiparity. Previously administered products included for an unreported indication: implanon. Concurrent conditions included fibromyalgia, overweight, alcohol abuse, prediabetes, cervical radiculopathy, iron deficiency anemia, pain nos, spinal discopathy, tobacco user, nervous, anxious mood, nausea, hypertension, hyperlipidemia, fatigue, stress, peptic ulcer, gerd, neck pain, paraesthesia, dependence on opiates, low back pain, herniated nucleus pulposus, amphetamine abuse, uterus enlarged, endometriosis and osteoarthritis. Concomitant products included diazepam, ferrous gluconate, medroxyprogesterone (depo provera), nortriptyline, sertraline and temazepam. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced pelvic pain ("pelvic pain/ pelvic pain on both right and left side"). In (B)(6) 2017, the patient experienced adnexa uteri pain ("adnexa bilateral tenderness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), genital haemorrhage (seriousness criteria hospitalization and intervention required), spinal column stenosis ("degenerative spinal stenosis") and loss of libido ("lack of desire for intimacy"). The patient was treated with surgery (to remove the essure implant, laparoscopic supracervical hysterectomy and bilateral salpingectomy), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and surgery (surgery performed to repair vessel). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, fibromyalgia, genital haemorrhage, adnexa uteri pain and spinal column stenosis outcome was unknown, the dyspareunia, dysmenorrhoea and pelvic pain was resolving and the depression, anxiety and loss of libido had not resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, loss of libido, pelvic pain and spinal column stenosis to be related to essure. The reporter commented: current weight 165 lbs. 3 coils were evident in the endometrial cavity on the right tubal device and 2coils on the left tubal device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2017: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cervical spinal stenosis, radiculopathy, depression, pelvic pain, anxiety, fibromyalgia, dyspareunia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: lack of desire for intimacy, anxiety, fibromyalgia, dysmenorrhea (cramping), hemorrhage 1week after removal of essure, dyspareunia (painful sexual intercourse), pelvic pain, adnexa bilateral tenderness, degenerative spinal stenosis. Outcome of following events was updated from unknown to recovering/resolving: cramping, pain, dyspareunia, psychological problems. Concomitant drugs, concomitant conditions and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), device dislocation ('migration of essure device/migration'), perforation ('perforation') and genital haemorrhage ('hemorrhage 1week after removal of essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal behaviour and grand multiparity. Previously administered products included for an unreported indication: implanon. Concurrent conditions included fibromyalgia, overweight, alcohol abuse, prediabetes, cervical radiculopathy, iron deficiency anemia, chronic pain, spinal discopathy, tobacco user, nervous, anxious mood, nausea, hypertension, hyperlipidemia, fatigue, stress, peptic ulcer, gerd, neck pain, paraesthesia, dependence on opiates, low back pain, herniated nucleus pulposus, amphetamine abuse, uterus enlarged, endometriosis and osteoarthritis. Concomitant products included diazepam, ferrous gluconate, medroxyprogesterone acetate (depo provera), nortriptyline, sertraline and temazepam. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced pelvic pain ("pelvic pain/ pelvic pain on both right and left side"). In (B)(6) 2017, the patient experienced adnexa uteri pain ("adnexa bilateral tenderness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), genital haemorrhage (seriousness criteria hospitalization and intervention required), spinal stenosis ("degenerative spinal stenosis") and loss of libido ("lack of desire for intimacy"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy, surgery performed to repair vessel and to remove the essure implant, laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, perforation, fibromyalgia, genital haemorrhage, adnexa uteri pain and spinal stenosis outcome was unknown, the dyspareunia, dysmenorrhoea and pelvic pain was resolving and the depression, anxiety and loss of libido had not resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, loss of libido, pelvic pain, perforation and spinal stenosis to be related to essure. The reporter commented: current weight 165 lbs. 3 coils were evident in the endometrial cavity on the right tubal device and 2coils on the left tubal device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2017: results: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cervical spinal stenosis, radiculopathy, depression, pelvic pain, anxiety, fibromyalgia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), device dislocation ('migration of essure device/migration'), perforation ('perforation') and genital haemorrhage ('hemorrhage 1week after removal of essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal behaviour and grand multiparity. Previously administered products included for an unreported indication: implanon. Concurrent conditions included fibromyalgia, overweight, alcohol abuse, prediabetes, cervical radiculopathy, iron deficiency anemia, chronic pain, spinal discopathy, tobacco user, nervous, anxious mood, nausea, hypertension, hyperlipidemia, fatigue, stress, peptic ulcer, gerd, neck pain, paraesthesia, dependence on opiates, low back pain, herniated nucleus pulposus, amphetamine abuse, uterus enlarged, endometriosis and osteoarthritis. Concomitant products included diazepam, ferrous gluconate, medroxyprogesterone acetate (depo provera), nortriptyline, sertraline and temazepam. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced pelvic pain ("pelvic pain/ pelvic pain on both right and left side"). In (B)(6) 2017, the patient experienced adnexa uteri pain ("adnexa bilateral tenderness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), genital haemorrhage (seriousness criteria hospitalization and intervention required), spinal stenosis ("degenerative spinal stenosis") and loss of libido ("lack of desire for intimacy"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy, surgery performed to repair vessel and to remove the essure implant, laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, perforation, fibromyalgia, genital haemorrhage, adnexa uteri pain and spinal stenosis outcome was unknown, the dyspareunia, dysmenorrhoea and pelvic pain was resolving and the depression, anxiety and loss of libido had not resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, loss of libido, pelvic pain, perforation and spinal stenosis to be related to essure. The reporter commented: current weight 165 lbs. 3 coils were evident in the endometrial cavity on the right tubal device and 2coils on the left tubal device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2017: results: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cervical spinal stenosis, radiculopathy, depression, pelvic pain, anxiety, fibromyalgia, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event added: perforation. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain, depression and dyspareunia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.